Event description:
It was reported the hp052 was used during an unknown procedure. It was reported by the rep that the luke handpiece produced a solid tone during procedure. The handpiece was tested with test tip and continued to produce same solid tone. A backup handpiece was used to start and complete the case. There was no consequence to pt.